Manufacturer narrative:
During the call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before use their initial test strips as instructed in our directions for use. While on the phone, a control solution could not be performed because the consumer did not have any nova max control solution. According to the consumer, she performed a control solution test using a competitor's brand, "sms". Test strip lot # 1020515119 expiration date: 4/30/2017. Control solution lot # none. Per label copy/ package insert high or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be discussed with your hcp. Nova max test strip insert- quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Storage and handling keep the nova max glucose test strips vial tightly closed when not in use. Meter and test strips will be returned for evaluation. Not returned to manufacturer.

Event description:
Consumer called in concerned about high bg readings lately specifically this morning. Blood glucose result pulled directly from the meter (B)(6) 2015 at 8:12 am bg 172 mg/dl (fasting). The consumer reported, "....she took 10 units of insulin based on the result in question which is 1 unit more than her normal 9 units in the morning. Consumer stated, "..her 'normal fasting result' in the morning is usually between 110-120 mg/dl." There was no report of any adverse incident as a result of administering of the extra 1 unit of insulin.